Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia and injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh, had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the 3dmax (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."